Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 62018ud02 and complaint issue. The overall performance of the architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 62018ud02.

Event description:
The customer observed a false positive for architect total b-hcg for one female patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: sid (B)(6) initial result = 127.75 iu/l positive. Repeat result = 1.83 iu/l negative. Additional information received on 14nov2024 the customer is using this assay off label as a tumor screen. No impact to patient management was reported.

Manufacturer narrative:
Additional patient information provided 14nov2024 section b5 describe event or problem was updated to include test was used off label as a tumor screen. The reagent size code and lot was updated from 07k78-78 62018ud00 to 07k78-77 62018ud02 on (B)(6) 2024. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one female patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: sid (B)(6) initial result = 127.75 iu/l positive. Repeat result = 1.83 iu/l negative. Additional information received on 14nov2024 the customer is using this assay off label as a tumor screen. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive for architect total b-hcg for one female patient. The positive result was not reported out. The patient was repeated and was negative. The following data was provided: initial result = 127.75 iu/l positive. Repeat result = 1.83 iu/l negative no impact to patient management was reported.